Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event communicated via a social media post, with no associated alerts or alarms and no identified precipitating factors. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to contact the user for follow-up and review of available information. Investigation of this case revealed insufficient information to identify a device malfunction, use issue, or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.